Event description:
It was reported the right ventricular (rv) lead pace/sense impedance has been high, greater than 2000 ohms since (B)(6) 2012. The lead will be monitored and remains in use. It was noted that the patient is taking part in the clinical service study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: product ID d294vrc implantable cardioverter defibrillator (ICD). (B)(4).

Manufacturer narrative:
Product event summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. A resistance/impedance increase was noted. The weekly pace lead trend data shows an increase for minimum and maximum ventricular pace bipolar impedance equal to 779 to 2242 ohms peak between (B)(4) 2011 and (B)(4) 2013.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.